Event description:
It was reported to be in 2009. During the procedure to treat a gastrointestinal tract bleed, while preparing the device, it failed to "generate energy through it." The procedure was completed with a second device and the pt was reported to be "fine."